Manufacturer narrative:
No other complaints reported on the above mentioned bone screw lot#. We will proceed with further investigations and submit a final MDR once concluded.

Event description:
During shoulder surgery, performed on (B)(6) 2018, an intra-op issue with a bone screw (code 8420.15.030) occurred: while the metal back glenoid was being fixed with a bone screw, the screw broke. Complaint source reported that lot # of the broken screw is unsure: it could have been either lot#1801654 either lot#1812977 (according to the info reported, two screws with the same code have been used during this surgery and it is not sure which one broke). One hour and a half of prolonged surgery time experienced due to this issue. Event happened in (B)(6).